Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient bent over a month ago and felt a shock and they now felt shocking with stimulation being on. The representative met with the patient and checked their impedances. Contacts 10 and 13 showed a short and were noted to be avoided; 13 was used in both of the patient's programs. The representative programmed around this and the issue was resolved. No further complications reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative stated that they would be seeing the patient on 2018-dec-21. The patient had to charge more after reprogramming but was getting good coverage to their legs and feet. The old settings were a1. 12+13+14-15- 8.2ma/450pw/80hz. A2. 13+14-15- 7.2ma/300pw/80hz and the patient needed to charge once a day. New settings were a1. 5+6-7+ 10.9ma/520pw/80hz a2. 14+15- 9.6ma/520pw/80hz where the patient's ins was depleted by morning. The manufacturer representative reviewed the impedance report from 2018-dec-18. Electrode 10/13 showed 60 ohms but no other pair showed less than 100 ohms on the report. Caller reports patient had charged ins to full, turned a1 down to 3ma and turning a2 off and then patient indicated ins was depleted to 60% but they were not getting the coverage they needed as they did not sleep well. Additional information from the health care provider (hcp) via a manufacturer representative on 2018-dec-20 reported that about a month ago the patient bent over, felt a pop, and felt a shocking with their stimulation. The cause of the impedance issue was not known. X-rays were performed and did not show any issue with the leads. No further complications were reported.